Manufacturer narrative:
Technical evaluation: the catheters have a kink about 5-7cm from the tip. Conclusion: this damage was probably caused during transit. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
Three catheters were rec'd damaged. The catheters were crushed about 2-3" back from the tip. This MDR is associated with mdr3005168196-2010-00192.